Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed with functional testing. It was found that the downstream occlusion sensor was defective. The sensor was replaced.

Event description:
It was reported that the unit had failed the preventive maintenance repeat repair and had been alarming with a ¿cassette not attached properly¿ error. The event had occurred during testing.